Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event on 03/15/2026, the patient was using a beta bionics ilet insulin pump. She initially obtained glucose readings within an expected range; however, she began to experience symptoms consistent with near loss of consciousness (loc). Her condition progressed, and she briefly lost consciousness for approximately two minutes. During the episode, the patient¿s husband performed a fingerstick blood glucose (fsbg) measurement, which a value of 35 mg/dl, while the cgm displayed a glucose value of 70 mg/dl. Due to concern for the patient¿s condition, emergency medical services (ems) were contacted. Upon arrival, paramedics assessed the patient and obtained an additional fsbg measurement, which was in the 20 mg/dl range. The patient was promptly treated with intravenous (IV) glucose, resulting in improvement of symptoms and stabilization of her condition. Paramedics remained on scene for approximately 30-45 minutes to monitor her response. The patient did not require transport to a healthcare facility. At the time of reporting, the patient stated she was feeling well and had returned to her baseline condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.